Event description:
A malfunction alarm was reported during insulin pumping, identified as alarm 20 on the device. The customer¿s blood glucose level was recorded at 7.2 mmol/l, indicating no adverse impact. Technical support assisted the customer by loading a new cartridge, but cartridge alarm recurred, so the pump was replaced. The customer switched to multiple daily injections as backup therapy and was instructed on returning the faulty pump to tandem.